Manufacturer narrative:
The returned valve was patent. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, pre-implantation and leak testing. However, the valve did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was experiencing headaches. According to the report, the valve was obstructed. Reportedly, the device had been implanted in 2013 and was explanted on (B)(6) 2016 and replaced with another device. The report stated that there was no patient injury and the patient was doing fine.